Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) pump as the component was not filling correctly. A revision surgery was performed in which the existing pump was removed and replaced. The new component was connected to the previously implanted cylinders and reservoir and was cycling appropriately. There were no patient complications.